Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they misspoke in their original report, as they weren't really getting 'shocked' and the ins was not really getting 'hot.' They were able to determine the causes of these sensations they felt, as the original intensity settings may have been too high. They were able to follow-up with a rep to further adjust settings and are still working on honing in on hitting their subthreshold zone, where they would get proper stim without having to feel a tingling numbness go down their legs. Patient mentioned with the settings at subthreshold, so far, they then don't get quite enough stim to cover their pain as efficiently, but plan to continue working with their rep to get there. Patient said most of the issues they have with the ins/stim now is related to their balance, as the stim sensations make their legs feel numb. The patient said they had rolled their ankle while working in the yard the other day and didn't feel it due to the stimulation, but they heard/felt their bones 'pop.' Patient also mentioned they sometimes have to turn their r ight foot out to prevent their knee from having positional issues, but a [unrelated] knee brace is currently resolving that issue for them and they will continue working with hcp/rep for this as well. Patient referred to things such as getting off the floor and walking in grass as being 'interesting.' Patient said after the adjustments were made, they find they have to charge more nearly every other day, but they understood this was due to how programming had been adjusted. They also had some difficulty getting the charging paddle properly situated, since the ins was implanted on their 'lobe handle' area where their belt usually goes, but this was getting easier and 'smaller' (agent understood swelling decreased over healing period). Patient mentioned sometimes when they sneeze or cough, this still produces a bit of increase in stimulation; but the way their settings are, overall, they are basically experiencing zero pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reason for call was patient reported occasional burning , fatigue, and exhaustion in their legs since time of implant. Patient commented that "you can't feel your legs if it's turned up too high. Patient mentioned they had gone from 225lbs to 150lbs from an accident and this caused the back to "go wild" because they lost their core strength. Patient commented they run extremely high amps in their garage lab. Pt repeated they were getting occasional burning and said they talked to a surgical assistant they met by chance at their daughter's house that works with scs implants and was told the issues patient was having was adhesions from patient's body getting used to the wires inside pt. Patient mentioned the occasional burning wasn't a problem now that they knew what it was and said the sensation wasn't exactly on their hip, just kind of by it and also where the wire goes. Patient then asked if there was any stainless steel in the scs and said they'd had to get a couple stainless steel things taken out of them before. Patient said they have stents from mdt and mentioned they had a stent in their throat for 2 weeks and the second week they had unbelievable pain and it was their body reacting to stainless steel. Agent reviewed ins material specs and documented information given during the call. Patient was getting little sensations from the bottom corner and up near the implant. Patient lost some weight and the implant area had gotten small and patient didn't have any love handles. Patient had spine adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting electricity shocks that were uncomfortable and other places that were the same way were taking less electricity or frequency and would do a lot less than taking care of the pain. Patient would also deny that the stimulation was too strong, but also mentioned they went to the bathroom and was going to turn off the stimulation and it went to an 8, and patient would have passed out. The pain that patient was referring to was not too much and did not hurt that bad. Patient provided conflicting information and did not provide an event date. Patient had a tens unit and an electric acupuncture and patient stated the stimulation felt like a tens unit done bad and that when they were sitting the stimulation vibrated too high of an intensity. Patient stated this was tolerable and they weren't taking any pain pills. Patient had fatigue and hadn't been able to do anything. Patient would play with this 'thing' and it would get really hot and patient would get 'intrigued'. Patient's 'thing' was high up and had trouble in their thoracic area and the right side was stimulation as high but not the left side. Agent had difficulty understanding patient and following the conversation. Patient had an appointment on tuesday. Agent redirected patient to their hcp to address the issue. Patient inquired if they could have access to more settings on the controller. Agent reviewed information.